Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a homechoice (hc) automated pd set with cassette leaked. The patient was connected at the time of the event. This occurred during manual drain at the end of peritoneal dialysis (pd) therapy. The patient was able to complete therapy but after initiating a manual drain in the morning, they noticed fluid leaking from the lines next to the hc door. Renal therapy services (rts) instructed the care giver to inform the patient¿s peritoneal dialysis registered nurse (pdrn) regarding the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. A visual inspection with the naked eye noted a cut on the drain line tubing next to the tack weld. Functional testing was performed. No issues were noted during clear passage and clamp function testing, however, leak testing failed due to a leak through a cut in the tubing. The reported issue was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.